Event description:
It was alleged that the pump was being operated in the battery mode when it alarmed. The unit was plugged into the ac outlet and within 45 minutes alarmed again. It was noted that the pt rec'd an underinfusion of medications. No other details have been provided. At some time the pt was reported to have died. The cause of death was not reported.